Event description:
Customer stated "cord sparked and smelt like burnt skin." Customer was laying on pad when the incident occured, wrapped around the body on front. Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the cord had a small burn right by the strain relief. This pad was manufactured in 2002. The product was approx. 15 years old when the incident occurred. Based on the bce review of feedbacks, bce did not observe a similar issue within the lot.